Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary lobectomy, when stapling the upper left pulmonary vein, an abnormal sound was heard when stapling. The device did not fire and 300 cc blood loss was observed. Emergency clamping and suture was performed to resolve the issue in order to complete the case.